Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported, that the patient had an unrelated surgery for organ repair. The surgery was intended to be outpatient. However, she was admitted because of hyperglycemia. After surgery, she experienced serious symptoms of feeling foggy, unstable, and unable to respond to the conversation. At that time, the dexcom started giving her incorrect readings. The dexcom reading was 175 mg/dl, and she was feeling unstable. Upon checking her bg meter, she was at 336 mg/dl. She was treated with her regular insulin, during hospitalization. The patient was reportedly, unable to provide further information. The length of stay was not specified. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. The day after the episode, at the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.